Event description:
Doctor attempted arteriotmy closure with prostar xl 10 device. Posterior lateral needle missed the barrel. Attempt at back down was unsuccessful. The doctor managed to exact the needles and complete the produce using the original device. The patient is fine. This occurrence is being reported because previous incidents of unsuccessful back down have led reportable events.